Event description:
(B)(4). I had the essure procedure in (B)(6) 2009 at (B)(6). I immediately started to gain weight rapidly. With in six months I had gained 25 lbs. I hadn't changed my eating habits either. I have gained a total of 85 lbs. I never had a weight issue and I maintained a healthy weight for 12 years after my son was born until I had essure. I've also had problems with heavy bleeding to point I was bleeding all over myself and my clothes. Again never had experienced that before. I get sharp pains frequently in my groin/ stomach area. I have a large bloated stomach. I have swelling in my feet, ankles and legs daily. I get vertigo, blurred vision and tunnel vision as well. My arms go numb and I'm always tired. (B)(6) 2013 I was having lower back pain my doctor thought I had kidney stones so I went and had a cat scan because he couldn't figure out why I was in so much pain. The cat scan showed my uterus is covered with small cysts. I battling severe depression and since then and have been on antidepressants I also have to see a therapist regularly. Last but not least since I've had essure I started having early menopause symptoms. They started with night sweats, missed periods, mood swings, hot flashes and anxiety. I'm (B)(6) and haven't had a period since (B)(6) 2015.